Manufacturer narrative:
Further information was requested but not received.

Event description:
(B)(4). It was reported that the pacemaker and right atrial lead exhibited undersensing. Also, both device and lead failed to mode switch. Programming changes were made. The patient was in stable condition.